Event description:
It was reported that during the implant procedure of this left ventricular (LV) lead, the physician encountered resistance when attempting to insert the guidewire through the lumen, despite having been properly flushed with saline. The physician attempted to remove the guidewire, which took several attempts, and the guidewire was kinked. After attempting to use another guidewire to complete the procedure, the physician encountered resistance in the same location. The lead was subsequently exchanged to resolve the event and no adverse patient effects were reported. This LV lead is expected to be returned for analysis.